Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approx. 3 months post index procedure, the patient was admitted to hospital due to blood in stool and alimentary tract hemorrhage was reported. The patient was on dapt 24 hours prior to the event. The patient was hospitalized. The investigator and sponsor assessed the event as not related to the device but possibly related to the antiplatelet medication. The patient is recovering.

Manufacturer narrative:
Aspirin was withdrawn from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant date was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date of the information contained in regulatory report 9612164-2018-03449 is 2019-10-11. If information is provided in the future, a supplemental report will be issued.